Manufacturer narrative:
The reported event could not be confirmed. The inspection revealed the following: the identification of the returned part was confirmed based on the catalog number and the lot number marked. The gamma4 - intermediate targeting sleeve is in very good condition. There are no visible signs of damage, scratches or other wear and tear. The lettering is also in very good condition. The functional test was carried out using a sample gamma 4 proximal targeting arm (catalog 1420-0100) and the gamma4 - intermediate targeting sleeve (catalog 1420-2100) from a similar previous complaint. The sleeve locked onto the targeting arm without difficulty; the click in the correct position could be heard. The grey knob also functions perfectly and can be locked and unlocked. The functional test was also carried out using a sample intermediate targeting sleeve. No difference in functionality was observed compared to the part from the complaint. The function is fully operational and as described in the operative technique for the gamma4 hip fracture nailing system. Please note the following: gamma4 hip fracture nailing system operative technique: "assembly of intermediate targeting sleeve for distal locking of the intermediate nail, a dedicated intermediate targeting sleeve is required (fig. 116).first, disassemble the targeting sleeve by releasing the knob, aligning the arrows of the proximal targeting arm and targeting sleeve and pulling. Then, assemble the intermediate targeting sleeve on the proximal targeting arm. A click will be felt when the intermediate targeting sleeve is correctly positioned. Tighten the fixation knob clockwiseto secure. " [original statements]. The root cause of the reported event is rather user related and has to be classified as user-customer-learning gap errors; lack of knowledge/skill. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported: "jig failed to target distal holes in gamma nail. Jig does not smoothly slide on gamma nailing targeter. Seems to not lock properly, lead to missdrilling . After the case, used a sample nail, triple sleeves and determined locking knob may be defective.

Event description:
It was reported: "jig failed to target distal holes in gamma nail. Jig does not smoothly slide on gamma nailing target. Seems to not lock properly, lead to missdrilling. After the case, used a sample nail, triple sleeves and determined locking knob may be defective.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.